Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg was disposed.